Event description:
This is 1 of 4 reports linked to mfg report numbers: 2648988-2021-00024. 2648988-2021-00025. 2648988-2021-00026. A facility reported that after accudrain with anti-reflux valve (ins8401) was placed in 4 different events, it was noted that the proximal stopcock was fractured. Additional information received indicates that cerebrospinal fluid (csf) was leaking all over the bed, and that the incident occurred after the patient had been rolled or moved. However, they stated that the device still should not break, and that no one manipulated or utilized the proximal port when it split. The nurse clamped it off and replaced it with another drain. No delay in surgery has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The accudrain (ins8401) was not returned for evaluation; however, investigation using photo provided was performed: device history record (DHR) - the DHR was reviewed and no anomalies were observed that could be related to the reported condition. Failure analysis - photos were provided for the unit reported in complaint 267951. The photos show product label with lot number 5566177; also, a broken patient line stopcock can be evidenced from these photos. The broken stopcock¿s main body seems to be opaque and whitish instead of its clear normal appearance. Therefore the complaint is considered confirmed based on the photos provided by the customer. Root cause analysis - previous investigations regarding cracked/broken accudrain stopcocks concluded that the most probable cause for accudrain stopcock breakage is associated with the use of collodion remover and/or acetone (by end user) and having these substances to come in contact with the stopcock. As a result of this finding, product¿s instruction for use (IFU) was updated to include the following precaution: ¿contact with collodion remover, acetone, and/or any other incompatible substances with product material may affect the integrity of the device, causing cracks and potential leaks on plastic components.¿ these substances are commonly used after an electroencephalogram (eeg) to remove the adhesives used to hold the electrodes in place on the patient¿s head. Therefore, this root cause is aligned with the seemingly whitish/ opaque appearance of the stopcock shown in the photos provided by the customer. This whitish / opaque appearance could be the result of material degradation when the plastic component (stopcock) comes in contact with an incompatible substance. If the device is returned, the complaint will be reopened to document the failure analysis and revise any section that may be impacted. No further investigation is required.

Event description:
N/a.